Event description:
The customer reported that the insulin pump had moisture and water under the screen. The customer stated that she accidentally ended in her pool. Troubleshooting was performed. The device responded properly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly.